Manufacturer narrative:
Product analysis : analysis confirmed customer comment that the external pulse generator will not power on. The main printed circuit board is corroded. The hanger assembly is cracked. The lower case is broken. One case screw is contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) will not power on. The batteries were replaced, but the unit still does not have power. The epg was returned for service. There was no patient involvement. It was further reported that the epg's main printed circuit board was found to be corroded during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.